Manufacturer narrative:
One fast-fix 360 straight needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent and twisted. The ts remain on the insertion needle. Device could not be functionally assessed due to the bent needle. The device was not returned in the condition of the reported complaint of simultaneous deployment. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that fast-fix 360 anchors deployed at the same time, the button on the cannula did not work. No patient injury was reported.